Manufacturer narrative:
This event is still under investigation.

Event description:
Female pt with a history of many allergies underwent procedure in 2007 and three separate embolization coils were implanted. Since the embolization coils were placed, the patient had malaise so the physician is testing the pt to see if she is allergic to the materials the coils are made from.